Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The customer found foreign material underneath the footswitch treadle. The foreign object was removed and surgery resumed. The facility did not request service. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to foreign material lodged underneath the footswitch treadle, not allowing the treadle to be fully depressed and cause the nonconformity. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported no phaco during a surgical procedure. A system message also displayed regarding the footswitch. A foreign body was found below the pedal and was removed. The surgery was able to be completed at that point with no patient harm. Additional information was requested.